Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2019 that the patient passed away at home unknown cause. No further information was provided.

Event description:
Additional information was received that the emergency lvad line was contacted by the patient's wife on (B)(6) 2019 at 5 am with concerns of lvad alarms. The patient was reportedly unconscious. The clinician stated he could hear the red heart alarm in the background but was unsure what caused the alarm or precipitated the situation. The clinician gathered the patient had an arrhythmia the night prior in which he sustained an aicd firing. That morning the lvad was alarming; patient attempted to correct the alarm, possibly by attempting a controller exchange. The patient subsequently lost consciousness. At the time of the call, the controller was alarming "no external power" but the green circle was on, indicating the pump was working. The clinician directed the patient's wife to switch to battery power and call 911 for further help. When the emts arrived, the patient was deceased. The device was not explanted and no equipment was returned by the family. No autopsy was performed. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and heartmate 3 lvas, serial number (B)(4) could not be conclusively established through this evaluation. The reported red heart and no external power alarms could not be confirmed through this evaluation as no log files were submitted. To date, heartmate 3 lvas, serial number (B)(4) has not been returned for evaluation. There is no product available for investigation. No log files were submitted for investigation. The hm3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU and the hm3 patient handbook outline the primary alarms (including no external power and red heart alarms) and troubleshooting of the hm3 lvas. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.